Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he had lost the battery cap from the insulin pump and all the setting on the device had been cleared. Customer stated he feels he was experiencing a low as the insulin pump might have emptied the insulin from the reservoir during the six hour flight. Customer was advised he needed to contact his doctor for the correct settings of the insulin pump. Customer stated his blood glucose was 517 mg/dl and he treated with 40 units of insulin. Current blood glucose was 482 mg/dl. Customer was advised by the hospital to call. Customer is not returning the device for analysis.